Event description:
The customer reported that the 9800 system would display a black screen. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the snubber board, and calibrated the filament and the x-ray tube. The system was tested and operates as intended.